Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the physician was attempting to morcellate a fibroid and the handpiece would not morcellate the fibroid. The physician adjusted the speed setting on the device and still couldn't morcellate the fibroid. The physician reported the plan was to place the handpiece in coreguard mode and perform a shaving method around the fibroid to remove the fibroid. It was unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the procedure was a hysterectomy. During the procedure, the device was stalling out and stopped working. Another like device was used to complete the procedure with no adverse patient consequences.(B)(4).